Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were visited to emergency room then hospitalized due to low blood glucose on (B)(6) 2020. The customer's blood glucose level was 20 mg/dl,28 mg/dl,150 mg/dl. The customer was treated by food and glucagon. Customer states the drive support cap appears normal. Based on customer report customer did allege insulin pump was over delivering. Customer also reported that it had been giving insulin without me pressing anything. The insulin pump will be returned for analysis.